Event description:
It was reported that during an unspecified surgical procedure, during passage of the first point, it was observed that the exprsew iii ac+ rtn plate retaining plate was bent at its tip and could not hold the suture. The doctor requested to pass a new one but the cochet hook to continue the procedure. There were no reported adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1: the facility name and address were not provided. Investigation summary the product was not returned to depuy synthes, however photos were provided for evaluation. Visual inspection of the returned photos found the retention plate deformed at the tabs and detached from the expressew gun. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the exprsew iii ac+ rtn plate 1ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the loading of the retention plate was not performed as per the IFU instructions. As per the instructions for use (IFU): to load the retention plate, follow the directions printed on the loading tool card packaged with the retention plate. With the suture passer jaw closed, insert jaws into opening of the loading tool. While maintaining the loading tool in a flat position (do not angle or rotate), slide the loading tool forward until it stops. Slide the loading tool off the instrument and discard. Visually inspect the top jaw of the flexible suture passer to ensure that the retention plate was fully assembled. Plate tabs should be in pocket of top jaw. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.